Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor memorygel breast implant 700cc saline prostheses, serial number: (B)(4), catalog number: 3547007. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor memorygel breast implant 700cc gel prostheses. Rupture of both the left and right breast prostheses was diagnosed post procedure through a MRI. As a result, the patient underwent bilateral prosthesis replacement on (B)(6) 2018. This report is for the right prosthesis.

Manufacturer narrative:
The device history record (DHR) of lot number 5539449 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor memorygel breast implant 700cc gel prostheses. Rupture of both the left and right breast prostheses was diagnosed post procedure through a MRI. As a result, the patient underwent bilateral prosthesis replacement on 2/26/2018. This report is for the right prosthesis. The device was received at mentor containing gel with clear appearance. No foreign material was observed within the device or on the shell surface. The product evaluation team's visual examination of the device revealed parallel lines of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leakage sites were detected. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. The complaint of rupture was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the shell wear. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).